Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was in the 400s(mg/dl). Upon follow-up, the customer reported that the issue had resolved.